Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the front end board and visual damage was observed to q27 which was shorted. Due to the shorting of q27, the nrc could not test the board, however, experience has shown that when q27 shorts the batteries will not charge. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the batteries were not charging. The power management board and battery in battery slot 1 were replaced. This corrected the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was not charging. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier confirmed the failure of the batteries not charging and replaced component q27. The board passed testing. The board will be retained in the national repair center per procedure. A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, g7, h2, h6(type of investigation, investigation findings, investigation conclusion), h10.

Event description:
N/a.